Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the cause of the ins pocket issue was unknown. Interventions taken to resolve the ins pocket issue was resolved by pocket revision. The patient also didn't know why the ins moved, she did not have weight change, and the doctor repositioned the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they don't have time to get to the bathroom; a loss of therapy was reported. They noted that "they started me out at 0.9v and I have been increasing it some, I am up to 2.1v now". Patient then said "I'm not getting the notice I need when I have to go". The call center reviewed how to use the controller. During the call, they synched to their ins which showed they were at 2.1v. They have the ability to change programs and/or adjust stimulation so stimulation was increased to 2.5v where they reported feeling stimulation; they are going to try this setting to see if it helps their symptoms. The patient¿s spouse got on the phone and said their ins ¿seems like its moving around, like its perpendicular, not parallel¿ and says it¿s sticking out for the last few months. The patient said it¿s not painful or uncomfortable, but ¿it doesn¿t move around¿. The spouse then said ¿it¿s not like it¿s in a pocket, it just seems to be in a bowl of jelly¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.